Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 75% stenosed, moderately calcified, 15mm in length, de novo target lesion was in the non-tortuous left anterior descending (lad) artery. A quantum maverick 15mm x 3.5mm balloon catheter had been selected and advanced to treat the target lesion. During the first attempt to inflate the balloon, the balloon ruptured at 22 atms. The balloon was removed intact. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4).